Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic after receiving inappropriate high voltage therapy. Revision of electrocardiogram showed patient to be in atrial tachycardia which accelerated to atrial fibrillation. Programming changes were made. Patient was stable and will continue to be monitored.